Event description:
A 3.0mm diameter x 24mm length medtronic ave s670 rapid exchange stent delivery system was inserted into a guide catheter positioned in the right coronary artery. During the advancement of the delivery system through the guide catheter, the technician applied positive then negative pressure to the stent delivery system. Subsequently, the stent dislodged from the delivery balloon as they were attempting to cross the calcified proximal lesion. The dislodged stent was successfully snared from the aorta. The lesion was successfully treated with another medtronic ave s670 stent. The technician did not follow instructions for use when positive pressure was applied to the stent delivery system during insertion. Positive pressure applied to the delivery system would begin to inflate the balloon and expand the stent. This could contribute to the dislodgement of the stent. There were no additional clinical sequelae reported relative to the event.